Event description:
It was reported that during reprocessing of the prograsp forceps instrument it was noted that the cable where the instrument articulates was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that grip cable at the distal idler is frayed. The frayed cable sections are in various lengths and stick out at the wrist. The idler pulley rim and axle exhibit damage. Engineering evaluation also found that the main tube insulation is missing material and appears to be scrapped off. Engineering concluded that the damage is likely due to misue.